Manufacturer narrative:
(B)(4). Batch # t5dj12. Investigation summary: the analysis found that one pse45a device was returned with no apparent damage and with an ecr45d cartridge reload loaded on the device. The cartridge was received unfired, with the cartridge pan partially dislodged from left proximal side. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. No conclusion could be reached on what may have caused the cartridge pan to dislodge. In addition, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.

Event description:
It was reported that during the endoscopic lobectomy surgery, the device could not fire when severing lobar tissue. Changed to a new one to complete surgery. There was no patient consequence reported. No additional information can be provided.